Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/02/2014 with the following findings: the complaint could not be duplicated or confirmed. The battery cap was able to be removed with per usual. There was no damage to the battery compartment. The battery cap contact height was observed to be out of specification. No power issues were observed during investigation.